Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient couldn't get their device to work. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the issue of the device not working began 2018-(B)(4). It was reported the patient accidently turned it off or it turned off at a basketball game. When asked if the issue had been resolve, the consumer reported "I guess".